Event description:
It was reported to philips that the device's power supply needed to be repaired, which can impact booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) assessed the system on-site and determined that the system's power supply required repair. During troubleshooting, it was discovered that the cause of the problem was an ips certeray r5 failure, which needed to be changed. The replacement part is being delayed due to global export controls and sanctions to the event country, and the delivery schedule is unknown. The system fails to meet the specifications and was not returned to use. No further action was performed by philips. The codes were updated based on the investigation outcome.